Event description:
It was reported that info has been received from the hospital that the electrode of the implant has come out of the cochlear. Explantation may already have taken place. No further info is available at this time.

Manufacturer narrative:
The device may possibly have been explanted. The explanted device should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.